Manufacturer narrative:
Upon receipt and evaluation of the incident device, a follow up will be submitted.

Event description:
"Grasper was being used on bowel to retract for 1-2 minutes. Upon release, a perforation was noted by surgeon, dr. (B)(6). At end of procedure, dr. (B)(6) created a pfannenstiel 5-6 incision and extracorporeally sutured a 1 cm incision in bowel."